Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/10/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: could you please clarify how many devices present this issue (breakage suture)? Please provide quantity for each lot number (t1002 & t1004). 1. Total 3 suture foils were broken. Batch t1002 - 1 foil, batch t1004 - 2 foils. The hospital has returned 1 box each of both the batches. Could you please clarify if the patient suffered from any signs or consequences due to the issue (breakage suture)? Please provide more information. 2. No information has been communicated regarding any patient suffering due to the issue. Events reported via: 2210968-2022-09829, 2210968-2022-09830.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture is repeatedly breaking. No adverse patient consequences were reported. Additional information was requested.